Event description:
The procedure was coil embolization for internal carotid artery aneurysm that was not calcified and moderately tortuous. During the procedure, the physician could not detach a deltaplush ((B)(4), complaint product) using an unspecified cable. According to the physician, the audible signal beeps at the time of the first attempt. However, after that it didn't sound anymore. It is unknown how many times the detachment button pressed. Afterwards, the physician replaced both the cable and an unspecified dcb and tried to detach the same deltaplush again but he still could not make it. The audible signal still did not beep. Therefore, the physician decided to retrieve the system but the result was unsuccessful. It is unknown what the problem was. The coil and the delivery system were safely removed from the patient using an unspecified snare. No patient injury/complication was reported. The procedure was completed without any further issues. The product was new and stored per labeling instructions. Pre-deployment electrical check was performed and no issues noted. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. The complaint product is going to be returned for evaluation. Additional information received from affiliate indicated that excelsior sl-10 microcatheter was used and the coil was completed with no stretching or unintended detachment occurred. Unknown if the cable or dcb was replaced to detach subsequent coils. There was no additional interventions performed and no information was provided if medication was prescribed.

Manufacturer narrative:
Note: concomitant device used: unknown connecting cable and dcb; unknown snaring device. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: the file was initially reported as non product return. However, the product was later returned for evaluation and the file was re-opened and final analysis was performed. The proximal end of the device positioning unit (dpu) and the electrical connector were mechanically severed and not returned. No electrical testing could be performed on the severed dpu. Without the return of the complete dpu, the root cause of the coils detachment difficulty inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
During a coil embolization of an aneurysm in the noncalcified moderately tortuous internal carotid artery the (B)(4) did not detach. The audible signal beeped at the time of the first attempt at detachment; however, after that it didn't sound anymore. It is not known how many times the detachment button was pressed. The unspecified cable and detachment control box were exchanged; however the coil still could not be detached and the audible signal still did not beep. Therefore, an unsuccessful attempt was made to retrieve the system. There are no details regarding the retrieval difficulties; the coil and delivery system were safely removed from the patient using a snare. There was no patient injury/complication reported and the procedure was completed without any further issues. The product was new and stored per labeling instructions. Pre-deployment electrical check was performed and no issues noted. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. It was reported that no additional information is available. It was originally reported that the device would be returned for evaluation; however, additional information reported that the device is not available for analysis. The file was closed and then subsequently the product was returned. The proximal end of the returned device positioning unit (dpu) and the electrical connector were mechanically severed and not returned. No electrical testing could be performed on the severed dpu. Without the return of the complete dpu, the root cause of the coils detachment difficulty inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information and due to the condition of the returned device, no conclusion can be made regarding the root cause of the failure of the coil to detach after passing pre-deployment check. Additionally the cause and timing of the damages noted on the returned device cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During a coil embolization of an aneurysm in the noncalcified moderately tortuous internal carotid artery the ((cdf100510-30/g12627) did not detach. The audible signal beeped at the time of the first attempt at detachment; however, after that it didn't sound anymore. It is not known how many times the detachment button was pressed. The unspecified cable and detachment control box were exchanged; however the coil still could not be detached and the audible signal still did not beep. Therefore, an unsuccessful attempt was made to retrieve the system. There are no details regarding the retrieval difficulties; the coil and delivery system were safely removed from the patient using a snare. There was no patient injury/complication was reported and the procedure was completed without any further issues. The product was new and stored per labeling instructions. Pre-deployment electrical check was performed and no issues noted. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. No additional information is available. It was originally reported that the device would be returned for evaluation; however, additional information reported that the device is not available for analysis. With review of the available information and without the return of the device for analysis, no conclusion can be made regarding the root cause of the failure of the coil to detach after passing pre-deployment check. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.